Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user ate a small breakfast without announcing it and then disconnected from the ilet for a shower, during which insulin delivery was interrupted and blood glucose rose to 223 mg/dl; after reconnection, glucose returned to target, and troubleshooting and education were provided with no alerts or alarms reported. Symptoms included hyperglycemia without dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included no use of backup therapy, no ketone testing, no medical intervention, and no need for assistance. Investigation included a telephone assessment and user education regarding device use during disconnection and the impact of unannounced carbohydrate intake. Investigation of this case revealed that the hyperglycemia was consistent with expected physiology during pump disconnection and unannounced carbohydrate consumption, with no device or component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate but consistent with use conditions related to disconnection and meal announcement.